Event description:
The customer biomedical engineer reported that alarms were not sounding at their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.